Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, the edwards sapien 3 ultra resilia transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis or for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. It also notes to ensure full inflation of the delivery system balloon during valve deployment. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve migration was unable to be confirmed. There was no allegation or indication a device malfunction contributed to this adverse event. A review of the IFU/training materials revealed no deficiencies. It should be noted that this case was an off-label operation because the transcatheter heart valve (thv) was implanted within an annuloplasty ring/band in the aortic position. The sapien 3 ultra resilia (s3ur) with commander delivery system (ds) was indicated for surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. As reported, "29mm sapien 3 ultra resilia valve inside an annuloplasty ring/band, the valve migrated ventricular after being deployed and landing in the intended location." And the case notes report "likely cause for the valve migrating ventricular was there was not enough volume added to the valve, there was minimal calcium, and the valve being deployed in the sewing ring." The valve was under expanded due to the less than nominal inflation volume used during valve deployment. The under expanded valve could risk dislodging from the target site (annuloplasty ring/band), resulting in thv migration. Additionally, the valve was deployed on a native aortic valve with an annuloplasty ring and likely was unable to properly anchor leading to migration. In this case, available information suggests that procedural factors (off-label operation and under expanded valve with incomplete inflation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 ultra resilia valve inside an annuloplasty ring/band, the valve migrated ventricular after being deployed and landing in the intended location. As a result, a second valve was prepped and placed inside the first valve. The valve was then implanted higher with great results.